Event description:
It was reported that during a ptca/stent procedure, after the stent was deployed, post-dilatation was performed with the balloon catheter. The balloon catheter was inflated to 18atm and then a dissection was observed proximal to the stent. The dissection was treated with a stent.